Manufacturer narrative:
A review of complaints' trends reveals that all lots within expiry dating are performing according to the statements made in the package insert. According to the package insert : precautions 8. Treat all specimens as potentially infectious. Follow universal precautions when handling samples, this kit and its contents. 14. Solutions used to make the positive control swab are inactivated using standard methods. However, patient samples, controls, and test pieces should be handled as though they could transmit disease. Observe established precautions against microbial hazards during use and disposal. 15. Wear clean personal protection equipment and gloves when running each test. Change gloves between the handling of specimens suspected of covid-19. 17. Do not open the sample receiver before placing in the instrument. It will prohibit the elution buffer from reaching temperature and may impact test performance. 18. If the sample receiver is spilled while opening, clean the instrument per instructions provided in the instrument user manual and cancel test. Repeat test with a new sample receiver.

Manufacturer narrative:
This investigation is still in progress. Once the investigation is complete a supplemental report will be provided. The customer was advised to seek medical assistance from a physician to get clearance from any covid-19 infection.

Event description:
The customer reported getting sample receiver solution into their eyes while completing the ID now covid-19 assay. Per the customer, they followed safety data sheet (sds) instructions to address the issue. Per the customer, the nurse was performing a covid-19 test, after mixing the swab in the sample receiver solution, the sample receiver moved from the instrument and as the nurse was trying to move it back into the instrument, the sample receiver slipped from her hands and the solution splashed into her eyes. Per the customer, the nurse's eyes were burning and they contacted sds and flushed her eyes out with water for 15 minutes. After following sds sheet the nurses eyes were no longer burning or red. The patient swab generated positive results. The nurse said she is not symptomatic at the moment.